Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a chipped tooth on one of their molars. They have since stopped wearing the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.